Manufacturer narrative:
Customer complaint of premature depletion was not confirmed. Device image indicated eri flag was falsely triggered in the field. Autocapture feature was enabled and device was operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed, including telemetry test and functional testing, did not find any anomalies other than device battery reaching eri levels. The device was implanted for 9.84 years which exceeded the device¿s 8.49 year projected longevity and is considered normal battery depletion. Additional information: d10.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the battery longevity of the pacemaker was 1.25 yrs on (B)(6) 2019. It was noted that the battery went into eri after 2 month. Premature battery depletion was suspected. The pacemaker was replaced with new one on (B)(6) 2020. The patient was stable.